Manufacturer narrative:
Correction of data reported: - despite the initial communication, the devices were not available.

Manufacturer narrative:
Batch review performed on 02-may-2023. Lot 151916: (B)(4) items manufactured and released on 11-sep-2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Stem: amistem h 01.18.134 ha coated std stem size 4 (k093944) lot. 155658: (B)(4) items manufactured and released on 09-feb-2016. Expiration date: 2021-01-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medica affairs department revision surgery 6 years and 11 months after primary tha due to osteolysis possibly related to suspected trunnionosis from the cocr head metal taper in the proximal femur and around the cup implant. However, the pictures that were examined did not show macroscopic damages to the head that would be compatible with such diffuse osteolysis. From radiographic images, a greater trochanter fracture is visible, probably related to osteolytic consequenses. The surgeon revised successfully cup, head and liner. Preliminary investigation performed by r&d project manager from the description and from the pictures received it is not possible to establish a root cause. From the pictures we can see that the cocr 01.25.030 cocr ball head 12/14 ø 36 size s -3.5 lot. 151916 sems to have some signs /scratches in the inner part of the conical connection but the images are not sufficient clear. The images not show macroscopic damages to the head that would be compatible with such diffuse osteolysis mentioned in the event description. It is not possible to determine a root cause of these scratches since they could potentially have been caused both from the possible ware between the stem taper and the femoral head connection and during the head removal phase. We will try to better understand from the visual inspection once the specimens will be available.

Event description:
Revision surgery performed at about 6 years and 11 months after primary due to suspected trunnionosis from the cocr head metal taper and osteolysis in the proximal femur and around the cup implant. Moreover, x-rays show a greater trochanter fracture. The surgeon revised successfully cup, head and liner.